Event description:
Patient had several issues with their induo meter. Meter was giving high control readings. Patient obtained a bg of 260mg/dl. Unknown of what the control range on the vial of test strips were. Patient was using the correct vial of ctrl sol and ctrl sol has been opened for less than three months. Customer service went through a ctrl solution test with patient over the phone and ctrl failed. Patient also complained that their meter had been giving them high readings. Patient had symptoms of feeling weak. They obtained a bg of 275mg/dl and took their medication for diabetes based on that bg reading. Patient retested on another vial of test strips and obtained a bg of 46mg/dl. Test strips were in good condition and code # matches. Patient told the representative that they were going to the hospital because they were "getting sick from the strips not giving them correct readings." Customer service sent patient a new vial of test strips and ctrl sol.